Event description:
It was reported "the patient had a fracture and rupture of the balloon as it was punctured into the body and could not be delivered to the aorta". To continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The pateint's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient had a fracture and rupture of the balloon as it was punctured into the body and could not be delivered to the aorta". To continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The pateint's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziplock bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 5.9cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. Upon further inspection, the cause of the leak was from a central lumen break, and the site was located at the previously noted damage approximately 5.9cm from the distal tip. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted damage. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 77.2cm from the iabc luer, which is the location of the previously noted damage. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "fracture" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.